Event description:
Caller reported a tandem mobi cartridge alarm during the load process. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact. The pump had already been replaced by (B)(6). From clinical support on (B)(6) 2025, and no further action was required.